Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome and multi organ failure could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas could not be conclusively established. The device was not explanted and will not be returned for an evaluation. The heartmate 3 lvas IFU lists various types of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to multi organ failure. There were no reported device or therapy issues that could have contributed to the outcome. The device operated as intended throughout the left ventricular assist system (lvas) support.the device was not explanted. No additional information was provided.